Event description:
To remove the stone, they took the basket and put it around the stone. When they would pull out the stone, it broke in the bracket between the basket and the wire. They couldn't get the basket (but the stone) out from the pt so they placed a stent and will take it away in a couple of days.

Manufacturer narrative:
The device has not been returned at this time, the sales rep will be visiting the facility to retrieve the device along with getting specifics concerning this case. The customer did state "the basket without the wire is still in the ureter" and that a ureteral stent was placed noting the basket would be removed within a couple of days of the original procedure. The device is being returned along with requested additional info, upon receipt an evaluation will be performed and the info will be forwarded.